Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision in the right eye. Upon examination, the ophthalmologist found that the retina was normal. However, iol exhibited signs of glistening.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided. Clinical information review was provided of the photo. The attached image was of a multifocal iol through a dilated eye. The iol showed what appeared to be moderate to significant glistening throughout the lens. On rare occasions glistening can have a negative impact on a patient's vision. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A clinical information review was provided of the photo. The attached image was of a multifocal iol through a dilated eye. The iol showed what appeared to be moderate to significant glistening throughout the lens. On rare occasions glistening can have a negative impact on a patient's vision. Information was provided that the lens was implanted march of 2021. No determination can be made for the cause of the patient's blurry vision which occurred in october of 2025. The manufacturer internal reference number is: (B)(4).